Event description:
The customer reported being hospitalized due to low blood glucose of 37mg/dl. The caller stated that the reservoir was not inserted properly. The customer stated while being at the doctor's office she noticed that the reservoir was not locked, and she did lock while it was still connected and gave an undetermined amount of insulin. Initially, the customer reported that the insulin was not delivered and she kept getting no delivery alarms. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.